Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter continued to display a battery indicator message. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 5x daily. The patient manages her diabetes with metformin pills (850 mg), novorapid insulin (8-12 units before meals), lantus insulin (32-34 units at night) and victoza injections (1.8 units max daily). The alleged issue began the weekend prior to contacting lfs. The patient continued to administer her usual doses of medications. After the start of the alleged issue, the patient claimed she had symptoms of memory loss, confusion and had difficulty speaking. Due to not being able to test, on (B)(6) 2013, the patient reportedly visited the emergency room (ER) and obtained a blood glucose result of ¿27 mmol/l¿ with the ER/ hospital meter. At the time of the visit, the patient reportedly was given a CT scan which showed a ¿blood clot in her brain.¿ the patient was given aspirin as treatment. The patient confirmed her reported symptoms were related to the ¿clot.¿ the patient alleged the aspirin has helped with her reported symptoms but claimed she still feels weak. No additional treatment was specified. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter and usb cable/ac adaptor have been returned on (B)(6) 2014 and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The usb cable/ac adaptor were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.